Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis - (B)(4).

Event description:
It was reported by user facility medwatch (B)(4) that after a colostomy reversal procedure in which the surgeon was using the harmonic curved shears, the shears were being cleaned and the tip broke. It was not being used on the patient at the time of the incident and there was no adverse consequences to the patient. The device will not be released but is available for onsite evaluation.